Manufacturer narrative:
At this time there is no further information available to report. If further relevant information is obtained, a supplemental report will be submitted. Date of event: event date is unknown. Event date is entered as year the article was published. Exterkate, l., peters, m., somford, d. M., & vergunst, h. (2020). Functional and oncological outcomes of salvage cryosurgery for radiorecurrent prostate cancer. Bju international, 1,11. Https://doi.org/10.1111/bju.15269.

Event description:
Literature review: it was reported via journal article that patient complications occurred. This study evaluated the oncological and functional outcomes of salvage cryosurgery (scs) for radiorecurrent prostate cancer (rrpca). The icerod cryoablation needle was a device referenced within the study. Urinary incontinence, erectile dysfunction, fistula, thromboembolism, hematuria, urinary tract infection, acute appendicitis, urethral sloughing, and stenosis were noted to have occurred. Surgical procedures including urethrotomy, cystoprostatectomy, and transurethral resection of the prostate were also noted as patient outcomes.